Manufacturer narrative:
H10, h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review found no relevant clinical information was provided, therefore, a thorough medical investigation cannot rendered nor can the root cause of the reported failure be determined. Based on the information provided, all the pieces were removed from the patient. According to the report, the procedure was completed without a delay using a back-up device. Since no other complications were reported, no further clinical/medical assessment is warranted at this time. Should any additional medical information be provided, this compliant would be re-assessed. A visual inspection of the returned instrument revealed that a metal ball on the electrode is detached. Product was out of the original packaging. No packaging returned. A functional evaluation revealed the controller generated an e7 error when the wand was connected. When used with a bypass box the device generated plasma as intended. The resistance measured at 1.20 kilo ohms. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: hitting the device tip against a hard surface. Using the device as a lever to enlarge surgical site. Mechanical displacement of tissue through applied force. Activating the device above recommended settings for prolonged periods of time. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during arthroscopy, the tip of ambient super turbovac 90 ifs broke. Broken pieces were removed from the patient. Procedure was performed, without any delay, with a back-up device. No other complications were reported.